Event description:
It was reported that during a laparoscopic pneumonectomy procedure, the firing force was higher than expected but the device loading the tr35b could be fired at the 3rd firing on the bronchial tube. However, the staples of the patient¿s side were not deployed. Additional suture was performed endoscopically by hand to repair the site. There was no bleeding. The target tissue was regular. There were no unexpected resistances while closing and releasing the device. There was no unexpected noise. The triggers and buttons returned to their home position after removing from the patient. The device functioned properly when it was fired on the blood vessel with white cartridges at the 1st and 2nd firings. Reinforcement material was not used. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.